Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate (B)(4) has been listed as greater asia is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use was discovered that the barrel was cracked with a bd syringe 30ml w/o. The following information was provided by the initial reporter: the 30ml syringe was already cracked before using.

Event description:
It was reported that prior to use was discovered that the barrel was cracked with a bd syringe 30ml w/o. The following information was provided by the initial reporter: the 30ml syringe was already cracked before using.

Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 1806203. From visual inspection, the crack is on the barrel. House sample inspection: sbdm inspected 30 house samples from lots 1804243, 1806203 and 1806223, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1806203, no abnormality observed. Customer complaint record review: sbdm reviewed customer complaint record review, there is no same issue from other customers. Root cause: based on the investigation result of the complaint samples, there was a crack on the barrel of the complaint sample. The likely cause is the broken barrel may be occurred before the scale printing process and this defect may be induced by malfunction of barrel feeder in the assembly machine. If the barrel moves to assembly machine and there are full of barrels, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the barrel. It is also assumed that the inspectors could not find the broken barrel of syringe and it caused the complaint case. H3 other text : see h.10